Event description:
It was reported that during a da vinci si ureteral reimplantation procedure, the precise bipolar forceps instrument installed on patient side manipulator (psm) arm 2, nicked a hemotoma located on the patient's ovary. It was reported that when the issue occurred, the psm 2 was responding spastically. The site reported that prior to contacting intuitive surgical for technical support, the instrument and sterile adapter were reseated several times and at the time of their report to technical support engineering, the psm was functioning properly. The planned surgical procedure was completed.

Manufacturer narrative:
The investigation conducted by field service engineering was unable to replicate the issue experienced by the site. The fse performed functional testing of the site's da vinci si system and it functioned to specification when tested with trunk stock sterile adapter and endowrist instrument. The fse investigation concluded that the spastical movement of the patient side manipulator was likely due to improper seating of the instrument on to the sterile adapter. The sterile adapter provides the sterile interface for the endowrist instruments. On (B)(4) 2012, isi contacted the da vinci coordinator, (B)(6) at (B)(6) medical center and she indicated that the hematoma on the patient's ovary was nicked while the psm arm was behaving spastically. (B)(6) indicated that the hematoma on the patient's ovary was a pre-existing condition and that repair of the affected area was not required. (B)(6) indicated that she discussed the reported event with the surgeon, and the surgeon indicated to her that damage to the patient's ovary would have likely occurred, due to the hematoma. (B)(6) indicated that she was unable to provide any other details concerning the patient since she was not in the or when the issue occurred. The precise bipolar forceps instrument was not returned to isi for failure analysis; however, the sterile adapter was returned and evaluated. Engineering evaluation was unable to duplicate the issue experienced by the site. The sterile adapter was found to function within specification. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The site has been re-trained by the fse on how to properly seat the endowrist instruments on to the sterile adapter. As of november 8, 2012, there have been no reported recurrences of the issue at this hospital.